Event description:
Portion of device returned for analysis with report of "pump connector piece found to be torn." Follow up with hcp revealed that pt had experienced significant bladder spasticity - with no incontinence of either bowel or bladder - and general spasticity increasing over several weeks. The pt also had difficulty sleeping and was "unable to get comfortable." Portion of device replaced. Pt has recovered to pre event therapy status and is doing ok.